Event description:
As reported in aquatrack hydrophilic wires survey, the respondent indicated an inability to complete procedure successfully stating: ¿bend in wire shaft¿ also indicated artery spasm stating: ¿resolved with ic ntg¿ also indicated vessel perforation stating, ¿wire tip perforation¿ also indicated creation of false lumen stating: ¿due to hydrophilic character¿ (respondent 4). The device will not be returned for evaluation.